Manufacturer narrative:
Reporting the product model number 1015000000, sm204 m-series w/big wheel. It was found that the litter was loose/wobbly due to a broken foot-end trend block slide. The litter did not detach from the base frame.

Event description:
It was reported via repair work order that the litter came loose from the frame, which could result in an unstable litter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the litter came loose from the frame, which could result in an unstable litter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.